Manufacturer narrative:
Detailed product information was not provided to bsc. The unique device identifier (UDI) could not be completed because the batch/lot number and upn were unavailable. A good faith effort will be made to obtain the relevant details regarding the reported complaint. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred. The opticross hd imaging catheter was selected for ultrasound examination of severely calcified and severely tortuous right coronary artery (rca). During the procedure, the catheter could not cross the lesion. The device was removed and an emerge balloon was used for plain old balloon angioplasty (poba) in the vessel. The poba caused a dissection in the proximal rca. The dissection was stented, and ultrasound was reattempted but still could not cross. A guidezilla extension catheter was then used to help stent the mid rca but guidewire position was lost and everything was removed. The tip of the opticross catheter was detached, and the catheter was kinked. There was concern that the aorta was dissected, however, it was not confirmed. The procedure was completed successfully and patient fully recovered.